Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the wo evaluation, they were unable to sanitize unit as it was faulty, assessment carried out prior to decontamination as a result and there was a pressure problem.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the device met specifications during evaluation. Assessment carried out on (B)(6) 2025 prior to sanitization due to pressure problem, additionally I haven't found any pressure problem. There is no issue with the pressure. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The complete initial reporter facility name is (B)(6). All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in-wo evaluation, they were unable to sanitize unit as it was faulty, assessment carried out prior to decontamination as a result and there was a pressure problem.